Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. The patient received a lead and implanted neurostimulator (ins) implantation operation again on (B)(6) after the complete scs system removal in (B)(6) 2024; however, signs of infect ion (pain and exudate/culture results show the presence of normal bacteria) in the ins implantation site were confirmed again. Ins main unit replacement and repositioning (buttocks flank) scheduled for (B)(6). Resolution unknown.

Manufacturer narrative:
B3: see b5 for additional information. Continuation of d10: product ID 977a260 lot# serial# (B)(6) UDI: (B)(4) implanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) UDI: (B)(4) implanted: (B)(6) 2025 product type lead. H2: please note that additional device information has been received and that sections d1, d3, d4, and h4 have been updated at this time. H6: please note that method code b20 has been replaced with code b18 at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the infection was observed in/around (B)(6) 2025. It was noted that it was not observed right after the (B)(6) 2025 implant. The ins was replaced as scheduled on (B)(6) 2025; the leads were not replaced at that time. The issue was resolved. No further complications were reported or anticipated.